Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak reported at implant could not be determined from the pre-implant films provided. Complete CT¿s prior to implant, and films during and post-implant were not available for review. A pre-implant planning 3d film report revealed that the patient had a conical and angulated proximal neck, that ranged in diameter from 25 ¿ 3 0mm along a 10mm length. It is possible that the challenging neck anatomy may have contributed to the proximal type I endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The aortic neck was 8 mm in length with diameters ranging from 25 to 30mm and conical shape. The iliac arteries demonstrate bilateral atherosclerotic changes, with a focal area of narrowing at proximal right iliac. It was reported that after the endurant iis bifurcated stent graft was implanted the angiogram revealed a proximal type I endoleak. The physician elected to implant ten heli-fx aptus endoanchors and the proximal type I endoleak slowed however, the proximal type I endoleak did not resolve. The physician states that the cause of the event was due to the patient¿s anatomy; short and conical aortic neck. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.